Manufacturer narrative:
The device referenced in this report has not yet been returned to shockwave medical, inc. For investigation. The device is still in the possession of the risk management at the user facility for internal review. Therefore, a physical examination could not be performed. If the device is returned at a later date and investigation is completed, a supplemental report will be submitted. It was reported that there is no way to remove the balloon and the physician's plan is to just let it thrombus. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who underwent a dual catheter procedure to treat a chronic total occlusion (cto) in the right coronary artery (rca). Access to the cto was obtained via the right radial artery using a 6f sheath and via the right femoral artery with an 8f sheath. After the cto was crossed, pre dilatation was complete and the rca was stented with 3 xience drug-eluting stents (des). It was noted by angiography and ivus that the distal stents were under-expanded due to significant concentric calcium. They elected to utilize ivl in this distal stent segment, which is outside the indications for use for the coronary ivl device. The ivl balloon delivered 20 pulses in the treatment area, and upon attempted deflation, the balloon would not deflate. It was reported that the physician utilized excessive force in an attempt to pull out the ivl balloon catheter from the patient, and in doing so the 7f guideliner and implanted stents accordioned, causing the ivl balloon to break at the wire exit port. The proximal shaft also broke and approximately 28 cm was left in the patient's anatomy; the rest was able to be removed. The partially deflated balloon was lodged in the ostium of the rca. Many techniques and multiple wires were used to puncture, deflate, and snare the balloon but were unsuccessful, including a second guide catheter and attempts to pass a wire and balloon to dislodge it however, the crossing was unsuccessful. The patient was sent emergently to the operating room (or) for open-heart surgery. Reportedly, the physician clipped the catheter at the ostium and removed the broken shaft. The physician pulled the balloon significantly with surgical instruments, but felt it was unsafe and risky to pull harder. According to the rep, there was no way to remove the balloon, so the physician's plan is to let it thrombus. No additional information was provided.